Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: additional information requested: please clarify, did the needle pull off occurred before the procedure or during the procedure? Unknown. Procedure name unknown. Product was on a ur-6 needle. This is typically used either in a urological procedure or port closure. No further information available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle pulled off the suture while loading onto needle driver. There were no patient consequences reported. Additional information was requested.